Manufacturer narrative:
Device evaluation: a previously opened paramount mini pouch which indicated lot a199272 was returned with a snare device placed inside a pouch. The snare hoop showed an unexpanded stent attached. The stent was approximately 2 cm long. The end of the stent connected to the snare hoop showed the distal struts folded backwards. It should be noted green debris was discovered within the distal end of the stent. The paramount mini does not include components with the appearance consistent with the observed debris. It is likely the observed debris was from an ancillary device or material used to wipe the device post procedure. The deployment system was not returned. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: a non-medtronic 5fr sheath was used. Target treatment area was the patients right renal artery. There was not issue with the balloon. Issues were experienced when attempting to track the device over the wire. When bringing the stent back out due to being unable to track it became caught on the end of the sheath and came off of the balloon. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use a paramount mini be stent. The device was prepped with no issues. It was reported that the stent dislodged from the balloon during delivery to the lesion. The stent was removed using a snare. Another stent was used to complete the procedure with no issues.